Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer indicated via phone call of unexplained high blood glucose of 500 mg/dl. The customer also indicated that the pump only has a partial display. Troubleshooting found that the drive support cap was normal but the customer was unable to read the screen to perform the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.